Event description:
Patient given spinal block for c-section. Injection went fine, but spinal did not set up well enough to start the c-section. Spinal block repeated with only minimal added numbness which seemed enough to start the c-section. As surgeon got deeper, patient experienced pain and was quickly given general anesthesia. Patient is doing well post-op. Lot number of suspected defective spinal kit is bbraun 61429970. Spinal bupivacaine from hospira 410403a.